Event description:
The following has been reported: nurse reported: upon cassette loading, noted calibration sounds were abnormal, quickly followed by an on screen alert of reload cassette--tubing set is misloaded. The nurse changed pumps to provide patient care. The alert recurred with 2 different sets. As noted in yesterday's review, 2318600460 was cleaned and attempted to run a test infusion. They are still getting a tubing misloaded error, and noted the sound of the device when the cassette is loaded is atypical compared to other pumps. Nurse changed pumps to provide patient care. Injury/adverse reaction: no active infusion stoppage: no a preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for sticky fva pins. During initial evaluation it was not possible to actuate the outlet fva pin as it was completely stuck. An internal investigation was done and no internal signs of fault could be detected outside the fva pin being stuck. A cleaning was performed on the fva pins and the sticking was resolved but the pump will still need new fva pins lip seals. A mock infusion was performed after the fva pins were cleaned and it was observed the lcd is dim and slightly off color. The lcd will also be replaced.